Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon would not inflate. Per additional information via email from ibc on 08apr2024, confirmed that the patient not involved.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received; the first one shows an overview of the two way all silicone catheter. The second photo it's a close up to deflated balloon and tip and the last photo shows the catheter cap with the lot number. Also received 1 all-silicone foley catheter with sample port connector. The catheter balloon was inflated with the inhouse syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), no flow restriction was evidenced while inflating it, concentricity was found within specification and no leaks were evidenced. The in-house syringe was connected, and it passively deflated returning the 10 ml of solution with no issues or cuffing under two minutes. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon would not inflate. Per additional information via email from ibc on 08apr2024, confirmed that the patient not involved.